Manufacturer narrative:
(B)(4).

Event description:
It was reported that an acculink stent was implanted in a de novo, moderately calcified, 70% stenosed, left, internal carotid artery and after the procedure the patient experienced hypotension. Dopamine medication was given and the hypotension is listed as continuing. Also post-procedure, the patient experienced a groin hematoma at the access site. Manual pressure was applied and the hematoma resolved the same day. Reportedly, the patient developed anemia with a hemoglobin of 12 on (B)(6) 2013 and 10 on (B)(6) 2013. No treatment has been provided and the anemia is listed as continuing. The patient also experienced nausea post-procedure and zofran medication was given. The nausea resolved the same day. There was no additional information provided.

Event description:
Subsequent information received after initial medwatch was filed stating: the hypotension resolved without an adverse patient sequela on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.